Event description:
The account alleged the bed exit would not alarm when weight was removed from the bed. No patient impact.

Manufacturer narrative:
The technician replaced the bed exit strips to resolve the issue.